Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc had initially with a system over temperature alarm. Nurse stated the pump had made a screeching noise and alarmed system over temp. The staff powered the pump off and then powered it back on to resolve the alarm. Esp personal asked if there was another balloon pump available incase the system over temp alarm sounded again. Nurse stated the facility only had 1 balloon pump. Nurse move the pump away from the bed to provide better air flow. Nurse stated the pump didn¿t look right and there was an auto r wave deflate alarm. Esp personal explained what auto r wave deflate meant. Esp personal reviewed a screenshot that showed artifact on the arterial waveform, transducer as the arterial pressure source, and frequent ectopy. Esp personal reviewed the most recent chest x-ray that showed the radiopaque marker just below the 3rd intercostal space. When asked the last time the inner lumen had been flushed, nurse stated she hadn¿t flushed it on her shift. When asked what type of balloon the patient had, she stated sensation plus. Esp personal had her unplug the fiber optic cable from the pump, align the red triangle on the cable to the red triangle on the pump, and insert the cable into the pump. The arterial pressure source then showed fiber optic. The waveforms and numbers improved. Nurse then aspirated and flushed the inner lumen without issues. Esp personal provided her and another nurse education online maintenance, basic troubleshooting, basic counterpulsation review, and bedside numbers versus pump numbers. Esp personal reminded her to reach out to the physician to let him know the radiopaque marker was not between the 2nd and 3rd intercostal space. Nurse stated she had another question but could not remember what it was. Esp personal encouraged her to reach out if she thought of it. Nurse also asked about the augmentation below set limit alarm. Esp personal explained that it should be 8 to 10 mmhg below the patient¿s augmentation and why it alarmed. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to evaluate the device. Based on the description, improper fiber optic cable connection and lack of inner lumen flushing resulted in inaccurate arterial pressure readings, waveform artifact, and related alarms. The iab position was found to be not in the suggested position. The cause of the initial system over temperature alarm and iab movement cannot be definitively determined since the product was not returned. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - a2, a3a, a4.